Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd driver pcb. In addition, we confirmed that the air/water nozzle loosened, the bending rubber leaked, the air water channel clogged, the segment loosened, the u/d & r/l pulley wire ruptured, the serial number plate missing, the lg cable connector had fluid damage, and the lg cable connector housing leaked; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).